Event description:
The customer reported that the ventilator alarmed with data acquisition pcba adc reference failed. The customer reported that the unit was in use on patient, but there was no patient harm.

Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair and patient information. To date no further details have been provided. The service history record was reviewed and no repair information was found. The customer's biomedical engineer evaluated the device.

Event description:
The customer reported that the ventilator alarmed with data acquisition pcba adc reference failed. The customer reported that the unit was in use on patient, but there was no patient harm.

Manufacturer narrative:
Patient information was requested and the customer has not responded. The manufacturer¿s office contact person address is (B)(4). The customer's biomedical engineer evaluated the device.